Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's wife that he died 8 days after device replacement and "I don't think the new device was any good. The first 2 worked well." She further reported the cause of death was heart related. There is no allegation from a health care professional that the death was device related. Further information as to cause of death has been requested and not received.

Event description:
It was reported by the patient's wife that he died 8 days after device replacement and "I don't think the new device was any good. The first 2 worked well." She further reported the cause of death was heart related. There is no allegation from a health care professional that the death was device related. Follow up revealed, death was due to "tibial gangrene due to uncontrolled diabetes" and the patient died in the hospital.